Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: visual analysis of the returned device identified: fold creases, deformation and was observed after autoclave cycle: cloudy gel and air voids between shell and gel. A weight test of the explanted material was verified and it was within specification. Microscopic analysis of the return device identified: wear abrasion. Based on the device analysis the final assessment is that the crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted.

Event description:
Health professional additionally reported "any creases."